Event description:
A nanocross pta balloon was used for treatment of a lesion in the distal region of the right superficial femoral artery. The device was prepped as per the IFU with no issues identified. There was no resistance during advancement. It was reported that the balloon was difficult to removed following balloon inflation. The balloon was fully deflated at the time of removal. The balloon catheter got caught upon the sheath during withdrawal. Balloon and sheath were pulled out at the same time. There was no vessel damage and device was safely removed from patient. Procedure completed with no harm to patient. When the deviec was returned for evaluation, it was noted that the device was detached

Manufacturer narrative:
Product analysis the device was returned with the balloon detached, the detached balloon measures approximately 150mm (15cm) in length. An inspection of the detached balloon found all the markerband present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.